Event description:
According to a copy of an autopsy report forwarded to shiley by the initial reporter, the patient presented to the emergency department at the hospital in full cardiopulmonary arrest. The patient failed resuscitation efforts and died on october 24, 1998. The autopsy report indicated that a portion of the bjork shiley mitral valve was floating free within the left ventricular cavity and the disc portion of the valve was not present in the heart at the time of the autopsy. The final cause of death was listed as "presumed acute marked mitral valve insufficiency due to strut fracture of bjork-shiley valve with loss of disc portion of valve."